Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, vaginal scarring. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/26/2016. Additional information: age at time of event, date of birth, other relevant history.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with hysteroscopic placement of essure devices, excision and cauterization of genital and perianal condyloma due to sui, desires sterility, genital and perianal condyloma. No additional information was provided.